Manufacturer narrative:
UDI related data quality updates only.

Event description:
Ivc filter does not open during the deployment. No patient injury.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. According to the product experience report, the sample was not available to be returned for evaluation. Additionally, no photographic or visual evidence of any kind was provided, which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed. No corrective action is required at this time. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.